Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have aided in the investigation. Possible contributing factors causing the observed failure to achieve hemostasis after clip deployment can be influenced by but not limited to, anatomical conditions, manufacturing deficiencies, and incorrect operator deployment techniques. Anatomical conditions can interfere with the deployment process and prevent successful closure by clip. The instructions for use state in certain anatomical conditions the device should not be used, like resistance when the cause is unknown. There was no patient information provided to suggest an anatomical condition influenced the outcome. The cause of the reported experience may have been influenced by the patient, but cannot be determined by the information provided. During manufacturing, the clip is formed and is inspected for acceptability. The clip lot is then destructively tested for lot acceptance. The clip lot would have met lot acceptance specifications to be used in further in the assembly process. The released clip is then used in the device manufacturing process, where there are additional checks to ensure the proper orientation and loading onto the device under magnification. With the in-process inspections in place, the lot acceptance verification, and reported information of a successful clip deployment, there is no indication of a manufacturing deficiency. The instructions for use provides the most optimal procedure to ensure the successful delivery of the clip. The procedure states the operator should be trained in the use of the device, as device positioning can influence the successful clip delivery, but is was not known if the operator was trained in the use of the starclose se device. There was no reported information of an incorrect operator deployment technique in the reported experience. Based on the reported information and the inspection criteria, a definitive cause for the reported continued bleeding after clip deployment and associated patient effects could not be determined. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all of the lot release testing, met specification. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the femoral artery was attempted with a starclose se device. Reportedly, after clip deployment, bleeding continued. Leaving the clip in the vessel, manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. It was not specified if the operator was trained in the use of the starclose se device. No additional information was provided.